Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed that the bend relief sleeve was loose from the module. During testing no peaking or measurement abnormalities were observed. The module was tested and no exceptions or failures were observed. There were no product performance issues related to abnormal peaks observed. The sedline module was found to be fully functional. Complaint of the bend relief sleeve coming loose from module was confirmed, however this does not impact functionality. (B)(6). Correction: change serial number from (B)(4).

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that abnormal peaks shown during measurements, values not reliable. No known impact or consequence to patient.